Event description:
The event is reported as: the customer alleges that the clear plastic piece/light was broken out of the package. No report of a pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.